Manufacturer narrative:
The external visual inspection revealed silicone damage on the top and bottom covers, and the electrode was severed near the electrode ground ring and array prior to receipt. These are believed to have occurred during revision surgery. The device passed the photographic imaging inspection. System lock was verified. The device passed the electrical and mechanical tests performed. This device was explanted for medical reasons. The device passed the tests performed. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
The recipient's device was reportedly explanted. The recipient was re-implanted with another cochlear device. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
The recipient is reportedly experiencing device migration. The recipient presents with sound quality issues. Programming adjustments were made, however, the issue did not resolve. Revision surgery is under consideration.